Event description:
A malfunction alarm, specifically malfunction code 12, was reported, and it did not adversely impact the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.